Event description:
The following event was reported by a foreign distributor in (B)(4): the distributor reported "o2 sensor cal failed in est, fio2 low alarm, and compressor output low in error log." According to the distributor, they cross checked with another o2 sensor but the problem was not resolved. They replaced the gas delivery engine, and the problem resolved. No pt involvement.

Manufacturer narrative:
(B)(4). Per the info provided by the distributor, carefusion technical support shipped out a replacement gas delivery engine (gde). A returned goods authorization (rga) number was also issued for the return of the alleged faulty gas delivery engine for eval. As of 5/1/2015, carefusion has not received the alleged faulty gas delivery engine.